Event description:
Complainant alleged that while attempting to treat a 57-year-old male patient in cardiac arrest, the device did not automatically switch to pads mode to detect the attached electrode pads when they were attached. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6: medical device problem code. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The customer's report that the device did not automatically switch to pads view when connected was determined to be normal operation of the device. The x series is not designed to switch lead views when pads are connected without user intervention. The device will switch to pads view when the user manually cycles through lead views or the user activates defib mode by engaging any of the defib buttons. The device can also be configured by the user to start in either the pads' view or the leads' view. No accessories were returned for evaluation. Reports of this nature are not considered to meet our requirements for the submission of a medwatch report due to no potential for clinical impact. The user would have seen pads activity if they cycled through the lead views to obtain the pads signal. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 57-year-old male patient in cardiac arrest, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.